Manufacturer narrative:
The impella device has not yet been returned for evaluation. A supplemental report will be submitted upon completion of the investigation. The failure modes will be monitored and trended.

Event description:
The user facility reported an impella cp in a 52yo male for mechanical circulatory support. It was reported that while support was ongoing, bleeding was found between the indwelling sheath and the shaft. A crack was noted at the location and bone wax was used to seal the crack. There was no patient harm reported as a result of the bleeding area of the pump. No additional information was provided.

Manufacturer narrative:
Pump was not returned for investigation. As per the clinical information provided, the leak was observed from the repo unit. Therefore, product damage hole in catheter failure mode was deleted since that is not observed. Access site bleeding encompasses the leak observed from the repo unit. Therefore, the root cause of the access site bleeding issue was most likely a damaged valve. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05599.